Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the reported false upstream occlusion alarms, which were not reproduced. The false messages were confirmed through review of the event history log and were found to be caused by low ultrasonic readings. With low ultrasonic numbers it would make the pump more sensitive to upstream occlusion alarms. The upstream sensor was replaced.